Event description:
Note: this report pertains to the one of two resolution 360 ultra clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for hemostasis during a clipping procedure performed on (B)(6), 2024. During the procedure, the clip prematurely deployed off the catheter. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code captures the reportable event of clip premature deployment during a clipping procedure at an unknown anatomy location.